Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device displayed error message code "status 90" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.